Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received over twenty inappropriate shocks in a single day. The patient was evaluated in-clinic where all three sensing vectors were found to not be suitable using the automatic screening tool (ast). The physician elected to program off shock therapy and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that a change in the patient's rhythm morphology contributed to t-wave over-sensing and the subsequent inappropriate shocks. It was recommended to perform new ast mapping prior to a potential system relocation. Recently, the patient received an additional inappropriate shock in the primary sensing vector. Ts was contacted again and confirmed that the shock was delivered due to t-wave over-sensing and poor rhythm morphology. It was reiterated that all three sensing vectors were unsuitable, but it was stated that the patient prefers the s-ICD system while undergoing dialysis. It was indicated that the patient previously had a transvenous system that was explanted due to lead fracture, but it is unknown if the products in this system were boston scientific products. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received over twenty inappropriate shocks in a single day. The patient was evaluated in-clinic where all three sensing vectors were found to not be suitable using the automatic screening tool (ast). The physician elected to program off shock therapy and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that a change in the patient's rhythm morphology contributed to t-wave over-sensing and the subsequent inappropriate shocks. It was recommended to perform new ast mapping prior to a potential system relocation. Recently, the patient received an additional inappropriate shock in the primary sensing vector. Ts was contacted again and confirmed that the shock was delivered due to t-wave over-sensing and poor rhythm morphology. It was reiterated that all three sensing vectors were unsuitable, but it was stated that the patient prefers the s-ICD system while undergoing dialysis. It was indicated that the patient previously had a transvenous system that was explanted due to lead fracture, but it is unknown if the products in this system were boston scientific products. It was also alleged that this s-ICD system exhibited under-sensing. The physician subsequently explanted the s-ICD system to resolve the event and no additional adverse patient effects were reported. Due to the patient's improved condition, a replacement transvenous or subcutaneous system was not implanted. The explanted system has been received for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received over twenty inappropriate shocks in a single day. The patient was evaluated in-clinic where all three sensing vectors were found to not be suitable using the automatic screening tool (ast). The physician elected to program off shock therapy and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that a change in the patient's rhythm morphology contributed to t-wave over-sensing and the subsequent inappropriate shocks. It was recommended to perform new ast mapping prior to a potential system relocation. Recently, the patient received an additional inappropriate shock in the primary sensing vector. Ts was contacted again and confirmed that the shock was delivered due to t-wave over-sensing and poor rhythm morphology. It was reiterated that all three sensing vectors were unsuitable, but it was stated that the patient prefers the s-ICD system while undergoing dialysis. It was indicated that the patient previously had a transvenous system that was explanted due to lead fracture, but it is unknown if the products in this system were boston scientific products. It was also alleged that this s-ICD system exhibited under-sensing. The physician subsequently explanted the s-ICD system to resolve the event and no additional adverse patient effects were reported. Due to the patient's improved condition, a replacement transvenous or subcutaneous system was not implanted. The explanted system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received over twenty inappropriate shocks in a single day. The patient was evaluated in-clinic where all three sensing vectors were found to not be suitable using the automatic screening tool (ast). The physician elected to program off shock therapy and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that a change in the patient's rhythm morphology contributed to t-wave over-sensing and the subsequent inappropriate shocks. It was recommended to perform new ast mapping prior to a potential system relocation. Recently, the patient received an additional inappropriate shock in the primary sensing vector. Ts was contacted again and confirmed that the shock was delivered due to t-wave over-sensing and poor rhythm morphology. It was reiterated that all three sensing vectors were unsuitable, but it was stated that the patient prefers the s-ICD system while undergoing dialysis. It was indicated that the patient previously had a transvenous system that was explanted due to lead fracture, but it is unknown if the products in this system were boston scientific products. It was also alleged that this s-ICD system exhibited under-sensing. The physician subsequently explanted and replaced the s-ICD system to resolve the event. No additional adverse patient effects were reported. Information has been requested regarding a potential product return, but a response has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received over twenty inappropriate shocks in a single day. The patient was evaluated in-clinic where all three sensing vectors were found to not be suitable using the automatic screening tool (ast). The physician elected to program off shock therapy and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that a change in the patient's rhythm morphology contributed to t-wave over-sensing and the subsequent inappropriate shocks. It was recommended to perform new ast mapping prior to a potential system relocation. At this time, the s-ICD system remains implanted, but therapy is disabled. No additional adverse patient effects were reported.